Event description:
Reportedly, the remote report associated to alizea pacemaker s/n (B)(4) could not be read as the message 'server error in '/' application' was displayed, with a critical alert from 10 february 2023. The patient reportedly had a stroke and the episodes in the device memory will be investigated.

Manufacturer narrative:
Preliminary analysis revealed that the observed issue resulted from a server issue.

Event description:
Reportedly, the remote report associated to alizea pacemaker s/n (B)(6) could not be read as the message 'server error in '/' application' was displayed, with a critical alert from (B)(6) 2023. The patient reportedly had a stroke and the episodes in the device memory will be investigated. Preliminary analysis revealed that the observed issue resulted from a server issue.

Event description:
Reportedly, the remote report associated to alizea pacemaker s/n: (B)(6) could not be read as the message 'server error in '/' application' was displayed, with a critical alert from on (B)(6) 2023. The patient reportedly had a stroke and the episodes in the device memory will be investigated.